Event description:
It was reported the patient presented to the hospital for a device check. The right ventricular (rv) lead was found to have noise leading to pacing inhibition. Programming changes were made before the patient was transferred and rv lead revision. The rv lead was extracted. There were no adverse health consequences, the patient was stable.